Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported therapy rsu adc test has failed during opcheck. There was no report of patient involvement.

Event description:
The customer reported therapy rsu adc test has failed during opcheck. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was in use at the time of the reported issue.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy board. Philips cannot rule out a malfunction of the therapy pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that the therapy adc (analog to digital convertor) test has failed during opcheck. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was in use at the time of the reported issue.